Event description:
It was reported that, one day after the implant, this right atrial (ra) lead dislodged. Consequently, the patient underwent a revision surgery in which this lead was explanted and replaced. No additional adverse patient effects were reported. This ra lead had not been received for analysis.